Manufacturer narrative:
This was reported by the patient's lawyer. The device was implanted by dr. (B)(6) at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - curved device was implanted during a transvaginal tape procedure performed on (B)(6) 2015. According to the complainant, immediately after the procedure, the patient began to experience incontinence and pain which continued for years. Reportedly, the patient experienced great bodily injury, resulting in pain and suffering, disability, disfigurement, and depression. She also suffered from expense of hospitalization, and medical and nursing care, and treatment for many years. Additionally, the device reportedly did not correct the issue for which it was implanted. On (B)(6) 2018, the patient had the mesh removed due to the erosion of mesh surrounding organs or tissue. Due to erosion, the patient had to undergo a period of healing and could not have a replacement sling placed until (B)(6) 2018. The patient continues to suffer pain and incontinence.